Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) 522 mg/dl) and ketone level was 19 mg/dl. Insulin pens were used to address bg. Customer reported not to have delivered a bolus and associated this as cause of elevated bg. Customer discussed event with the distributor and it was decided to change the type of infusion from autosoft 30 to autosoft 90 to help manage bg. However, customer continued to experience elevated bg and reverted to using an alternate method of insulin therapy.